Manufacturer narrative:
This report provides data from thv/tvt registry and summarizes 1 pci death event for the sapien 3 ultra valve transcatheter heart valve in the aortic position. The time to event (tte, in days) for this event was 0. The device identification (di) numbers for edwards sapien 3 ultra valve transcatheter heart valve are (B)(4). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. In this case, specific procedural details are not available to determine potential contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Thv/tvt registry summary reporting for adverse event submission for (B)(6) 2020 data extract for aortic serious deaths for the sapien 3 ultra valve. This report summarizes 1 pci death event for the sapien 3 ultra valve transcatheter heart valve in the aortic position for (B)(6) 2020. The age range for this event is (B)(6). The breakdown for gender is as follows: 1 male. (B)(6) 2020 data extract includes data provided by acc for q2 2020 (april 1 to june 30).